Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported that she noticed the insulin pump was dead when she was attempting to take blood glucose. Customer's blood glucose was 190 mg/dl. Customer stated she changed the battery and noticed the device had a motor error alarm on the screen. Alarm occurred during basal. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.